Event description:
As reported, after deployment was completed with a 6f/7f mynxgrip vascular closure device (vcd), the device was removed after sufficient time, but hemostasis was not achieved. Additional manual compression was performed and the procedure was completed. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The stick was above the femoral head. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after deployment was completed with a 6f/7f mynxgrip vascular closure device (vcd), the device was removed after sufficient time, but hemostasis was not achieved. Additional manual compression was performed and the procedure was completed. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The stick was above the femoral head. One non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was not returned for this evaluation. No additional anomalies were observed during this visual analysis. The inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon got inflated and deflated as expected. The reported event of ¿sealant failure to achieve hemostasis¿ could not be observed as the sealant and the advancer tube were not returned for analysis and due to the nature of the complaint. The cause of the reported issue could not be determined, and without procedural films to assess patient involvement, the event reported cannot be observed. In addition, due to the nature of the complaint, the reported event cannot be evaluated since patient related events cannot be duplicated in the lab. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As per the instructions for use (IFU), the safety and effectiveness of the mynxgrip has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are common procedural complications and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Per the mynxgrip instructions for use: deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.